Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2.5 months after the dental implant and denture were placed in ada site 13 in the mouth, the implant had not achieved integration in type iii bone. Clinician reports dehiscence, fenestration and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immmediate implant procedures were performed.

Event description:
The clinician reports 2.5 months after the dental implant and denture were placed in ada site 13 in the mouth, the implant had not achieved integration in type iii bone. Clinician reports dehiscence, fenestration and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).